Event description:
It was reported that a peritoneal dialysis (pd) patient had the catheter repositioned. Upon follow up, the patient's pd registered nurse reported this patient underwent an outpatient procedure for a pd catheter replacement. It was reported the patient's pd catheter was in malposition due to the patient inadvertently pulling on it during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized and there was no reported incidence of infection, hernia or any other serious injury that could potentially contribute to this incident. It was confirmed this outpatient procedure to replace the pd catheter was not due to a deficiency or malfunction of the liberty select cycler or any fresenius device(s) or product(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home. Based on the required information, there is no indication os a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).